Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery impedance. This device is part of the field action and has tested consistent with the field action. We also did receive performance data collected from the device and have analyzed the data. Battery depletion was indicated. Elective replacement indicator (eri) due to high battery impedance triggered on (B)(6) 2011, prior to explant. Ramware version 8 was installed on (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. Battery depletion was indicated. Elective replacement indicator (eri) due to high battery impedance triggered on (B)(6) 2011, prior to explant. Ramware version 8 was installed on (B)(6) 2011.

Event description:
It was reported that the patient experienced heat in the device area, and had a "zapping" sensation just prior to the device triggering elective replacement indicators (eri) prematurely. The patient became symptomatic when the device went to eri. The device was removed and replaced. No patient complications were reported as a result of this event.

Event description:
.